Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly,assistance was required in delivering a correction bolus to address bg. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.